Manufacturer narrative:
Combination product: yes. The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Upon receipt, the ICD was interrogated, revealing the battery status eos. The ICD was implanted for 131 months and 113 charging cycles were recorded to the devices memory. The memory content of the device was inspected. The memory content showed that the eos battery status occurred on (B)(6) 2024, most likely resulting from an automatic capacitor reformation in a cold temperature environment. During the analysis of the available iegms noise was observed in the right ventricular channel, leading to multiple charging cycles that resulted in several shock deliveries. In a next step, the eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. Additional, a sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. There was no indication of a device malfunction. In conclusion, the ICD proved to be fully functional. The eos status was triggered after the explantation of the device, most likely due to influences of a cold temperature environment and proved to be as anticipated. There was no indication of an ICD malfunction. The integrity of the lead under complaint cannot be assured.

Event description:
The corresponding ICD to this lead was explanted due to eri status. ICD data analysis showed oversensing of the right ventricular lead which is why this lead is reported now. Should additional information be received, this file will be updated.